Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Event description:
Boston scientific received information that loss of capture (loc) was observed on this left ventricular (lv) lead. Additionally, intermittent loc, with increased threshold measurements was observed on the right ventricular (rv) lead. Also, decreased impedance measurements were observed on the rv lead, although remaining within acceptable limits. An rv lead insulation break was suspected. An invasive revision procedure was performed and both leads were explanted and replaced. No further complications were observed.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned with dried body fluid in the lead lumen. Electrocautery damaged was noted in several places in the lead insulation. Further testing confirmed the lead to be electrically continuous. No further testing was performed.

Event description:
Boston scientific received information in (B)(6) 2011 that the patient has retained an attorney and recently submitted paperwork as part of the litigation process.